Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizzy. The patient reported that the pt "took a wrong medication dosage". The meter allegedly was missing segments. The patient reported that the result on the meter was 318mg/dl. Initially when the pt read the result they thought it was 118mg/dl. The patient tested on the pt's family member's meter and received a result of 394mg/dl. The patient reported that the time difference between the pt's meter and the pt's family member's meter was "a little while later". There was no treatment. No further information has been reported.